Event description:
It was reported that the system 7600 locked up shortly after initializing. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Circuit boards and cabling were reseated to ensure integrity. The system was tested and found to be working as intended and placed back into service.